Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent was damaged. The lesion was a 90% stenosed. Calcified, moderately tortuous left circumflex. The lesion was predilated with an unk 3.0mm balloon, the physician advanced the 2.75x28mm taxus express2 stent delivery system to the lesion, but was not able to cross the lesion. The stent delivery system was removed from the pt and the physician noted a stent strut lifted up. The procedure was completed with another of the same device with no pt complications. The pt was reported be "good".